Event description:
Caller reported an occlusion alarm occrred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and no further assistance was necessary.